Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Two other proglide device reported under MFR report # 2024168-2011-01202 (1st proglide) and # 2024168-2011-01203 (2nd proglide). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the returned components for the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the detected cuff detachment. A posterior cuff detachment occurred as evidenced by the posterior cuff unattached to the needle tip and out of the foot pocket. A cuff detachment can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the most probable root cause for the needle to cuff detachment is related to the operational context during use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database found no other incidents of posterior needle to cuff detachment for this lot.

Event description:
A proglide device was received with no event information. It was returned with two other devices that were expected for manufacturing evaluation from previously reported events. Paperwork received with the three devices only documented the two known events. Multiple attempts to obtain event and patient information regarding this third device have been unsuccessful. The device appears to have been used therefore it is being conservatively reported as a potential failure to achieve hemostasis.